Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm and 8 hours later a replace battery alert. Customer was not using the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will continue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged unexpected battery power loss, low battery alert, and replace battery alert found on (B)(6) 2022. The device passed the displacement test, and self test. The pump failed the sleep current test and active current test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected battery power loss, low battery alert, and replace battery alert found during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. An unexpected battery power loss, replace battery alert (73) was noted on (B)(6) 2022 at 12:46 am. Pump was cut open for visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. High sleep current measurement, high active current, unexpected battery power loss, low battery alert, and replace battery alert was confirmed. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.